Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: multiple efforts were made by the field service engineer (fse) to followed-up over-the-phone with the customer with no response. Fse was told by the customer that if further assistance is required, they would call back. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There was one other complaint identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: (B)(4) is sample rack not moved is generated when the rack feed detection sensor s072 failed to detect rack movement when step (x1) feed took place. The solution is for the operator to check the direction of the sample rack and also whether or not there are any obstacles. If the trouble recurs, contact the tosoh local representatives. Check s072 and the step feed mechanism. The most probable cause of the reported issue could not be determined since customer did not provide response to follow-up calls.

Event description:
On (B)(6) 2017 a customer reported getting error 2031 sample rack not moving after aspirating, during calibration on the aia-900 instrument. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for tsh and prog ii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.